Manufacturer narrative:
One device was returned for investigation. The component was in good condition and both connectors were found fully attached. The component was water leak tested per internal specifications and passed. The described defects could not be replicated, and the complaint cannot be confirmed. The root cause for this event is unknown. Complaint data for the device was reviewed and one other complaint was found for connectors becoming detached, but no other complaints were found for the device leaking. No lot number was provided to review a device history record. Manufacturer will continue to track and trend complaints and escalate as needed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3: date of event, d4: lot number, expiration date, e1: reporter address, city, state, zip code, phone number, g5: 510k and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the registered nurse noticed that blood was backing up in catheter tubing. It was then noticed that blood was dripping from the tubing. While doing the alcohol scrub, the tubing fell apart ("broke in at end, near connection"). Adverse effects have not been reported.